Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported in journal articles that foreign matter (described as ¿silicone oil droplets¿) is more commonly found in unknown bd¿ insulin syringe(s), than ¿other syringes¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Additional information to be added to describe event or problem: "it was reported that silicone oil droplets are more common in fluid from bd insulin syringe with bd ultra-fine¿ needle as compared to other syringes, which lead to "floaters". There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5208944, medical device expiration date: n/a, device manufacture date: 2015-10-07; medical device lot #: 5271949, medical device expiration date: n/a, device manufacture date: 2015-12-02; medical device lot #: 5229799, medical device expiration date: n/a, device manufacture date: 2015-10-08; medical device lot #: 5313915, medical device expiration date: n/a, device manufacture date: 2016-01-12; medical device lot #: 5348673, medical device expiration date: n/a, device manufacture date: 2016-02-12; medical device lot #: 6018899, medical device expiration date: n/a, device manufacture date: 2016-03-10; medical device lot #: 6032924, medical device expiration date: n/a, device manufacture date: 2016-04-04; the manufacturing location of (B)(4) was used on the original MDR (the catalog number was originally unknown). The updated catalog number has since been added, and the correct manufacturing location of (B)(4) USA, has been updated. Date received by manufacturer has been corrected to reflect september 14, 2016. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that silicone oil droplets are more common in fluid from bd insulin syringe with bd ultra-fine¿ needle as compared to other syringes, which lead to "floaters". "Human patients and off-label usage of medication. No human patients were involved in this research, and therefore this project was exempt from institutional review board oversight. Off-label usage of bevacizumab is discussed." (Per excerpt of page 403 of the article).